Event description:
Dislodgement during a coronary stenting procedure in tortuous and calcified and tortuous lesion in the circumflex, the product did not cross the target lesion. There were no attempts to deploy the stent. It dislodged prior to delivery and inflation. The stent was implanted proximal to the lesion. It was noted that the stent came off the balloon after trying to deploy. The product was clinically used. There was no reported pt injury, and the product will be returned.